Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported the brake malfunctioned. Platform testing was being conducted with the use of a 1.50mm rotablator rotalink plus and a rotawire outside of the patient. The wire was not able to be fixed by the brake in the advancer while testing rotational speed. The rotalink plus was removed from the rotawire and the procedure was completed with a different device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported the brake malfunctioned. Platform testing was being conducted with the use of a 1.50mm rotablator rotalink plus and a rotawire outside of the patient. The wire was not able to be fixed by the brake in the advancer while testing rotational speed. The rotalink plus was removed from the rotawire and the procedure was completed with a different device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported the brake malfunctioned. Platform testing was being conducted with the use of a 1.50mm rotablator rotalink plus and a rotawire outside of the patient. The wire was not able to be fixed by the brake in the advancer while testing rotational speed. The rotalink plus was removed from the rotawire and the procedure was completed with a different device. No patient complications were reported and the patient was fine.